Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The image intensifier was determined to be defective and was replaced. The images were calibrated and all was within specification. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 fluoro image became cloudy and otherwise distorted at the end of a procedure. The procedure was completed without further incident. There was no adverse patient involvement reported.